Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, that the device keeps auto rebooting seems to have occurred due to faulty power supply that caused the fan of the power supply not to work. The cause of faulty power supply could not be determine. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated at service repair center, olympus (B)(4). Device inspection found automatic restart, the fan of the power supply did not work. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the device keeps auto rebooting. The issue found during an unknown event. There was no patient harm or injury reported. No user injury was reported.